Event description:
It was reported that there was a single spike of an out of range shock impedance measurement, on the right ventricular (rv) lead, connected to this implantable cardioverter defibrillator (ICD). The rv lead is from another manufacturer. The clinic will monitor the issue for now. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that there was a single spike of an out of range shock impedance measurement, on the right ventricular (rv) lead, connected to this implantable cardioverter defibrillator (ICD). The rv lead is from another manufacturer. The clinic will monitor the issue for now. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.